Event description:
It was reported that death occurred. On (B)(6) 2025, a left atrial appendage closure (laac) procedure was performed and a 27mm watchman flx pro closure device was implanted without any complications. A 27mm closure device was used and a watchman trusteer access system (was) sheath was used with versacross connect laac for transeptal access. The closure device had three (3) partial recaptures before release. There were no issues noted during the procedure. The patient was admitted to the hospital for overnight stay. Four (4) hours post procedure a routine transthoracic echocardiogram (tte) was performed which showed no evidence of effusion. The physician plan was to discharge the patient home the next day. The patient ended up admitted to the hospital for over seven (7) days. Given the patient age and overall frail state of health, the patient developed a pleural effusion that required a right pneumothorax with chest tube placement for drainage. The physician informed that the patient condition continued to worsen over time and after a long hospital stay the family decided to make the patient comfort care. In the physician opinion, it is unclear what caused the pleural effusion to develop as the procedure was performed without issue. The patient last progress notes mention dementia, recurrent pleural effusions, acute hypoxic respiratory failure and pneumonia are likely secondary to aspiration during intensive care unit (ICU) stay. The doctor does not believe it was caused as a direct result of the watchman procedure but he can't completely say that it wasn't. So perhaps indirectly related, as there was no immediate issue during or shortly after the procedure. The official cause of death was indicated as pleural effusion, hospice comfort care measures by family. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields adverse event/product problem (b1) and describe event or problem (b5), in section b - adverse event or product problem and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) initial reporter facility name (e1), in section e - initial reporter.

Event description:
It was reported that death occurred. On (B)(6)2025, a left atrial appendage closure (laac) procedure was performed and a 27mm watchman flx pro closure device was implanted without any complications. A 27mm closure device was used and a watchman trusteer access system (was) sheath was used with versacross connect laac for transeptal access. The closure device had three (3) partial recaptures before release. There were no issues noted during the procedure. The patient was admitted to the hospital for overnight stay. Four (4) hours post procedure a routine transthoracic echocardiogram (tte) was performed which showed no evidence of effusion. The physician plan was to discharge the patient home the next day. The patient ended up admitted to the hospital for over seven (7) days. Given the patient age and overall frail state of health, the patient developed a pleural effusion that required a right pneumothorax with chest tube placement for drainage. The physician informed that the patient condition continued to worsen over time and after a long hospital stay the family decided to make the patient comfort care. In the physician opinion, it is unclear what caused the pleural effusion to develop as the procedure was performed without issue. The patient last progress notes mention dementia, recurrent pleural effusions, acute hypoxic respiratory failure and pneumonia are likely secondary to aspiration during intensive care unit (ICU) stay. The doctor does not believe it was caused as a direct result of the watchman procedure but he can't completely say that it wasn't. So perhaps indirectly related, as there was no immediate issue during or shortly after the procedure. The official cause of death was indicated as pleural effusion, hospice comfort care measures by family. Product return is not expected. It was further reported that it was initially a difficult transeptal because of viewing on the tee, the physician does think it may have contributed but is not certain. The versacross device was discarded by the facility.